Event description:
It was reported that a m. Blue (part#: fx801t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve caused an overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year, height: 70 centimeters (cm), weight: 6 kilograms (kg), gender: female.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches/ damage on the outer housing of the valve was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both positions (vertical / horizontal). The results show that the m. Blue operates within the accepted tolerance in both positions. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, no deposits were found in m. Blue. Results: based on our investigation results, we cannot determine any functional deviation on the valve. It is not clear to us at the time of the examination how the aforementioned functional impairment occurred. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.